Event description:
It was reported in the literature article that 77 patients were treated via stent assisted coil embolization for wide-neck aneurysms. Total 11 patients had complications related to the device or procedure: eight without clinical sequelae and two with clinical sequelae. Out of 11 complications, it was reported seven events: two neuroform stents migration due to user error; one premature deployment of the stent within catheter due to user error; one failure of the distal tines to open; one stent failed to deploy; one periprocedural infarction; one asymptomatic in-stent stenosis; no further details were provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. As the product was not returned, review and analysis of available information failed to identify a definitive root cause for the reported stent migration, premature deployment and failure to open events. The reported restenosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that reported event was anticipated patient complication.

Event description:
It was reported in the literature article that 77 patients were treated via stent assisted coil embolization for wide-neck aneurysms. Total 11 patients had complications related to the device or procedure: eight without clinical sequelae and two with clinical sequelae. Out of 11 complications, it was reported seven events: two neuroform stents migration due to user error. One premature deployment of the stent within catheter due to user error. One failure of the distal tines to open. One stent failed to deploy. One periprocedural infarction. One asymptomatic in-stent stenosis. No further details were provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between december 2002 and june 2012. The device remained implanted.